Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. On (B)(6) 2013 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 8 months post implant of bard flat mesh, patient was diagnosed with mesh deformation, scar tissue and hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-apr-2011) is considered to be a best estimate. Update fields: a2, a4, b2, b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no.), d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. (B)(6) 2013 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with recurrent direct right inguinal hernia thereby underwent open hernia repair with the implant of bard flat mesh. Per operative notes, "the direct hernia with weakness and defect was noted. The conjoint tendon was secured in the mesh with sutures. The mesh was placed around the spermatic cord and sutured." (B)(6) 2013 - patient was diagnosed with bilateral with recurrent right inguinal hernia thereby underwent open repair with the removal of bard flat mesh and implant of synthetic meshes. Per operative notes, "on right side a wade of scar with mesh was noted superficial to the cord structures, this was dissected and excised. The indirect defect was noted and a synthetic mesh was placed. At left side, the cord lipoma was excised an indirect defect was noted and a synthetic mesh was placed." Attorney alleges that the patient had mesh migration, pain, hernia recurrence and mesh had become wadded up in scar.